Manufacturer narrative:
All available information was investigated and the reported gripper line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. The investigation was unable to determine a cause for the gripper line break. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and placed on the mitral valve. During the 3rd attempt at grasping the leaflets, the gripper line was noted to be broken. The clip was not implanted and the cds removed. Another clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.